Manufacturer narrative:
The pump stop due to full depletion of the emergency backup battery is reported under MFR report #2916596-2018-05276. This medwatch is reporting the mobile power unit (mpu) no external power events observed in the log file. The serial number of the mpu was not provided. Approximate age of device cannot be determined as serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller clock was reset to a null value at around (B)(6) 2018. Log files were submitted for review. The manufacturer's technical service reviewed the submitted log file and noted that the system controller's clock was set on (B)(6) 2018 at approximately 11:45am. On (B)(6) 2018, the file displayed 2x transient low voltage hazard alarms for approximately 5 seconds while the vad was connected to a mobile power unit (mpu) causing the system controller to operate in power save mode (activation of the emergency backup battery). These events may have been caused by the mpu power cable becoming loose/disconnected at the mpu and/or ac/wall power. External power was restored when mpu power connection was re-established. On (B)(6) 2018 at approximately 2:53am, the file displayed a string of low voltage hazard events while the vad was connected to the mpu. These events may have been caused by the mpu power cable becoming loose/disconnected at the mpu and/or ac/wall power. The system controller operated in power save mode for approximately 2 hours until 4:55am, when the emergency backup battery (ebb) depleted and the pump stopped due to complete loss of power to the system controller causing a controller clock reset. The log file recorded 1x red heart alarm/pump off motor stop even. Power was restored when system controller connected to a fully charged battery. The pump operated within set parameters once power was restored to the system controller. The length of time the system controller was disconnected from power due to this event could not be determined. Within the second string of yellow wrench alarms displayed in the file (due to ¿real time clock not set¿) it was also observed that a second transient external power loss to the system controller occurred; appears the mpu power cable came loose/disconnected at the mpu or ac/wall power causing the controller to operate in power save mode on ebb (emergency backup battery) for approximately 2 seconds. Mpu power connection was re-established and external power was restored while tethered to mpu.

Manufacturer narrative:
Serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. Although the evaluation of the submitted log files confirmed no external power events while connected to the mpu on (B)(6) 2018, and on an undetermined date, a specific cause for these events could not be conclusively determined through this evaluation. The submitted system controller log file captured a no external power and associated low voltage hazard alarm was observed on (B)(6) 2018 11:22:32 am while the patient was connected to an mpu. The associated voltage values suggest that the power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller¿s backup battery appeared to properly supply power to the pump during this event. Another no external power and associated low voltage hazard alarm was observed on (B)(6) 2018 at 02:53:16 am while the patient was connected to an mpu. The associated voltage values suggest that the power to the mpu was lost. The system controller¿s backup battery appeared to properly supply power to the pump in power save mode through (B)(6) 2018 04:55:16 am; however, the following event captured the pump speed at 0 rpm with a persistent yellow wrench advisory alarm due to the controller clock not being set. This suggests that the pump stopped due to full depletion of the system controller¿s backup battery, which is addressed via (B)(6). This event resolved when the system controller¿s white power cable was connected to a fully charged battery, and the pump appeared to have ramped up to the fixed speed without issue. While the controller¿s clock was not set, an additional no external power and associated low voltage hazard alarm was observed on while the patient was connected to an mpu. The associated voltage values suggest that the power to the mpu was lost. The system controller¿s backup battery appeared to properly supply power to the pump during this event. It was reported that the patient has a v-lock ac power cord. Multiple requests for additional information regarding the event, including the mpu serial number, were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient has a v-lock ac power cord. No further issues have been reported by the customer.